Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as cloudy effluent. The patient did not require hospitalization but began treatment with vancomycin intraperitoneally (1.5gm twice a week) for the event. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. A review of all batch record documents for potentially associated lot number 13i20h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This is the same patient as (B)(4).